Event description:
As reported to coloplast though not verified, pt experienced infections, erosion, vaginal discharge, pelvic pain, urinary problems, bowel problems and vaginal scarring. A revision surgery was performed in (B)(6) 2008.

Manufacturer narrative:
Coloplast has not been provided corroborating evidence to verify the info contained in this report.